Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the device was unable to ventilate the patient. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No evaluation on-site was requested. The healthcare facility reportedly checked the ventilator after the event. It passed pre-use check and was put back into service with no issues. No parts were replaced. No ventilator logs have been provided for review but screen photos with alarm history from the event log were provided. According to the alarms, the ventilator detected a significant leakage or potential disconnection of the patient circuit which it attempted to compensate for. The ventilator was set in a supported mode. There are no technical error codes to indicate that there was a ventilator malfunction at the time of the event. In conclusion, there are no indications of ventilator malfunction. The alarm generation indicates that ventilation may have been insufficient due to leakage.